Manufacturer narrative:
The insulin pump had all buttons function properly however moisture damage was found on keypad traces. No button error alarm noted during testing. The device was received with cracked case near display window corners and cracked reservoir tub lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was performed. The device was returned for analysis.